Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced drawer controller card for drawer 3, 4 and 11 to resolve the issue. Technical support center technician configured drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not opening on the cabinet, drawers 3,4 and 11 were in yellow in the "populate buttons" menu. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.